Event description:
Additional information received reported that the culture was negative for micro bacteria, fungus, and rare staff, yet the report stated there were bacteria in the tissue. The culture was positive for contamination. The patient was given oral antibiotics for two weeks; the patient recovered and was doing well. The plan was to revisit in three months and decide if able to implant at that time.

Manufacturer narrative:
Product ID 3389s-40, lot# va03ykj, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# va03ykj, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was an infection that started at the device pocket. It was noted that the type of infection was unknown. It was noted that it was unknown if a culture was taken. It was noted that the patient required antibiotic treatment. It was noted that the location of the symptoms was the device pocket and the lead location. It was noted that the actions required as a result of the event included device explant. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information received reported that a culture was taken at the pocket and the head incision and the results were unknown. It was noted that the patient called and reported that the implantable neurostimulator (ins) was half way out of the pocket on 2014 (B)(6). It was noted that the patient¿s outcome was unknown. It was noted that the patient¿s device was not replaced. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported the patient experienced a breakdown of the implantable neurostimulator (ins) pocket. The ins was initially placed in the left chest and a revision was doe to move the ins to the right chest.

Manufacturer narrative:
(B)(4).